Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a replacement procedure due to suspected premature depletion of their implantable cardioverter defibrillator. The patient's device was removed and replaced. The procedure was completed successfully. Prior to the procedure, elevated capture thresholds were noted on the patient's left ventricular lead. The patient's device was reprogrammed.